Event description:
The account alleged the bed has no cardiopulmonary resuscitation function when the lever is pulled. No pt impact.

Manufacturer narrative:
The account replaced the cardiopulmonary resuscitation valve to resolve the issue.